Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally. Microscopic inspection confirmed the balloon had a longitudinal tear. The catheter of the device was carefully inspected, and no damages were found. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The balloon being torn longitudinally could have been interpreted by the customer as the reported event of balloon burst. The tear is likely to have occurred due to factors encountered during preparation, such as excess pressure, interaction with other devices, or anatomical factors. It is possible that interaction with any surface during the preparation could create friction on the balloon, causing a longitudinal tear. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was not used per the IFU/product label. It was stated in the IFU that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During preparation, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2023. During preparation, the balloon ruptured. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.